Manufacturer narrative:
Covidien ref # (B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and repaired the graphic user interface cpu pcb and both backlight harnesses. The unit passed extended self-testing.